Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that the recharger is not taking a charge. Patient stated that they only sees one battery bar blinking even after it has been sitting there for 3 days. Patient confirmed that there is a secure connection between the cable and the docking station. Caller confirmed that there is a green light on the docking station and stated that they have tried a different outlet. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the wr. Additional info received from patient's psychiatric physician for direction on how to charge patient's implant. Reviewed recharging basics and they were able to start a recharge session. When asked, caller asked patient who said they typically recharges every day however hasn't recharged since last week. Patient to charge implanted battery and then use handset and communicator to connect and check therapy status. Additional information was received from patient rep and stated that they are following up on the situation because they were out of town. The caller stated that since getting the new recharger, the patient's whole body has been shaking, and flopping. Not just the arms and legs, the whole body. Agent ensured that the patient's therapy was still on, stimulation was on and the ins battery was at 75%. The patient was redirected to their hcp for further assistance. Consumer stated that the patient has an appointment in 2 weeks. Consumer mentioned that the patient's battery depletes really fast, and last time the patient charged they needed two charging sessions to fully charge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.